Event description:
Additional information received: reportedly, force was applied during withdrawal of the device which resulted in a guide separation and device was in two pieces. The suture of the proglide was still in place during the surgical procedure to remove the separated portion of the proglide device. The vessel was incised and the puncture site enlarged in order to remove the device during the surgical procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. Analysis was performed on the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the proglide instructions for use (IFU) states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. Based on the information provided and the returned device condition it is likely that the advancement of the device against resistance contributed to the damage to the device such that the guide detached into two pieces as force was used to remove the device from the anatomy. The reported difficulty inserting the device, guide detachment and device entrapment appear to be related to user technique due to advancement of the device against resistance and force used during device removal attempt. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue.

Manufacturer narrative:
Device code 2017 - against resistance the device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. G9: reference exemption number e2019001 which permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.na

Event description:
It was reported that an arteriotomy closure of calcified right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional atherectomy and angioplasty of tibial vessels procedure. Reportedly, resistance was experienced when advancing the device: however, the sutures were deployed. The distal part of the device broke and was removed via surgery. Although the device broke, the sutures had successfully deployed and hemostasis was achieved by the sutures of the same device. There was reported clinically significant delay in the procedure or therapy. No additional information was provided.